Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient¿s vessel tortuosity was unknown. Index procedure took place on (B)(6) 2021 and subject was discharged to home on (B)(6) 2021. It was unknown if the device prepared as indicated in the IFU.

Event description:
Medtronic received a report that a stent other than the flow diverter and a balloon were used to optimize wall apposition distally. There was no impact to the patient as a result of the event. Additional information was received and it was reported that treated aneurysm retreatment on (B)(6) 2021 with pipeline vantage due to residual aneurysm. Site has been queried to report the follow-up imaging corresponding to the residual aneurysm and also to report the residual aneurysm as an adverse event and I shall provide updates as applicable.- from sr-604722952-2021-11-18 lsh (B)(4) (for, hcp, sdy): medtronic received information reporting that a patient who had undergone pipeline vantage stent implantation in a second procedure to treat a 3.4mm irregular midline anterior communicating artery bifurcation aneurysm with neck measurement of 3.1mm. It was noted that the device was successfully implanted with neck coverage achieved. However, it was also noted that full wall apposition was not achieved though it was not due to a device deficiency. Significant aneurysm stasis was observed at the end of the procedure. Additional information received corrected that wall apposition was achieved in the procedure. Additional information received reported that the site reported aneurysm non-occlusion raymond <(>&<)> roy "class 3" at the dsa/ 3d dsa imaging performed on (B)(6) 2021 for aneurysm #1. No corresponding ae's/ symptoms or treatment/re-treatment was reported. Additional information received reported that the site reported year 2 follow up dsa/3d dsa on (B)(6) 2023 showed raymond <(>&<)> roy class 3. No symptoms or actions taken reported in association with the non-occlusion. Additional information was received that the site has updated to report he dsa/3d dsa imaging on (B)(6) 2023 was associated with the year 1 follow-up (not the year 2 follow-up), which showed raymond <(>&<)> roy class 3 additional information received reported that inadequate positioning occurred in the anterior communicating artery (side branches covered). In view of poor apposition of the distal part in a curvature of the artery, the investigator decided to implant a second stent to optimize apposition of the pipeline. The patient was being treated for a midline anterior communicating artery bifurcation branch aneurysm with a irregular morphology. Aneurysm dimensions: maximum diameter 3.4 mm, dome height 3.4 mm, dome width 2.7 mm and neck size 3.1 mm. Parent artery diameter distal to aneurysm was 2 mm. Parent artery diameter proximal to aneurysm was 2.4 mm. Ancillary device: specify fargo mini 4.2

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.